Manufacturer narrative:
Context: a customer in israel reported to biomérieux discrepant results with potential misidentification of mycobacterium tuberculosis intracellulare as haemophilus influenzae in association with the product vitek ms instrument (ref. 410895, serial number (B)(6)). Vitek ms ; mode : ivd ; kb version : 3.0 (cli); issue type : discrepant results on vitek ms for mycobacterium species. Vitek ms result: single choice to haemophilus influenzae (2 times); no identification (2 times); single choice to mycobacterium intracellulare (4 times); other method : unknown; expected ID: the expected identification has been defined as "unknown" because vitek ms is not considered as the identification reference method. Culture conditions: culture media : middlebrook plate; incubation: 5 days; protocol: extraction kit used; fine tuning date before the issue: 22 jan 2023. Investigation: history record and trend analysis there is no CAPA associated to the customer's complaint. A trend analysis has been performed for the period from november 2022 to january 2023 for the error code ivd mis-identification - f871 and no out-of-control alert or a non-confirmed out-of-control alert has been identified. Investigation results fine tuning : status good at the time of acquisition spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. Knowledge base (kb) review: the expected identification is unknown because no reference method was used to confirm the expected identification. Sample data analysis: analysis of mzml sample files shows that number of "all peaks" are heterogeneous during the issue. The misidentification as haemophilus parainfluenzae was obtained from the spectra having the lower number of peaks. This could be explained by a non-optimal sample preparation (culture, spot, extraction, different operator¿). In addition, the identifications as mycobacterium intracellulare were obtained also with a low identification score (between -.038 to -0.17) and with a spectra showing a bad quality (the ratio signal versus noise is low then the quality of this spectra is poor). Analysis of mzml sample files shows that spectra i1 to i4 were different than the spectra c1 to c3 (less than 50% of similarity). Based on these findings, the issue could be explained by a non-optimal sample preparation of this sample strain. Biomérieux analysis confirmed that the quality of spectra was not good. The amount of peaks was not sufficient to obtain a good identification level. However, the misidentification could be also due to a system limitation. The species could be out of the vitek ms knowledge base. According to an internal tool, the expected identification could be mycobacterium paraintracellulare. The customer needs to confirm the expected identification by a reference method (as sequencing). Conclusion: root cause analysis concluded to a non-optimal sample preparation or a system limitation. In this context, there is no reconsideration of the performance of the product vitek ms instrument (ref. 410895, serial number (B)(6)).

Event description:
Intended use: vitek® ms is a mass spectrometry system using matrix-assisted laser desorption/ionization time of flight mass spectrometry (maldi-tof ms) for the identification of microorganisms cultured from human specimens. The vitek® ms system is a qualitative in vitro diagnostic device indicated for use in conjunction with other clinical and laboratory findings to aid in the diagnosis of bacterial, yeast and mould infections. Issue description: a customer in israel reported to biomérieux discrepant results with potential misidentification of mycobacterium tuberculosis intracellulare as haemophilus influenzae in association with the product vitek ms instrument (ref. (B)(4) serial number (B)(4)). Discrepant identification results have been obtained for the same sample with customer¿s vitek ms instrument. Customer reported that vitek ms provided haemophilus influenzae and that a week later, with the same sample they have obtained mycobacterium tuberculosis intracellulare. It was mentioned there was a delay in obtaining results, without any additional details. Biomérieux global customer service requested additional information to further investigate the case. At the time of assessment, there is no indication or report from the customer that this event led to any adverse event related to the user/patient's state of health. An investigation will be initiated.